Event description:
A talent stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during a routine follow up ultra sound of his graft, sac enlargement was noted. A CT was ordered, but was inconclusive. A direct stick of the aneurysm sac with contrast injection was also performed by an ir physician. The ir physician felt there was a proximal type I based on that angiogram. Following an angiogram, which still did not positively identify a leak, 4 aptus screws were placed in the neck of the graft. It is unclear at this time if the possible leak has been resolved. No clinical sequelae were reported and the patient is fine. Additional information received reported that the physician was unable to determine the cause of the leak and it was unclear where the leak originated. Based on the sac stick angiogram, the physician thought that it was likely a small type ia; possibly a fabric pleat or gutter. It was still unknown if the leak had resolved.

Manufacturer narrative:
(B)(4).